Manufacturer narrative:
(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided a damaged tissue dilator. The tip was deformed with an indentation and a whitened appearance characteristic of stress. The dilator body was also bent at 2.5 cm from the tip. A device history record review was performed on the dilator with no relevant findings. The provided instructions recommend enlarging the cutaneous puncture site with use of a scalpel and then using the dilator to enlarge the site as required. It is not known if a skin nick was made prior to dilator insertion. Based on information provided and damage observed, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). This report is for one of a set of two product issues experience on the same patient. The other report has been submitted under MDR# 1036844-2016-00033.

Event description:
It was reported that during insertion in the sicu, the tip of the dilator split. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.